Event description:
It was reported that during an ureteroscopy with laser lithotripsy procedure for kidney stones, the fiber broke just outside of the scope by the insertion point. A new fiber was opened to complete the procedure. There were no patient complications.